Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported with the use of an unknown syringe with needle there was an issue with leakage. It was stated ¿the consumer had found a cracked fluorouracil 600mg in 24ml syringe, which was leaking on administration to the patient". There was no report of injury or further medical intervention.